Manufacturer narrative:
Follow-up #1; date of submission: 02/05/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 01/20/2015 with the following findings:visual inspection revealed that the keypad cover was detached from its base. Evaluation revealed that all of the keypad buttons were properly responsive: the reported issue was not duplicated. The keypad cover was removed, and evidence of contamination was found under all of the key contacts. The following findings are unrelated to the reported issue: the display screen visual was observed to be dim and discolored due to an unidentified display failure. The battery compartment was found to be cracked below the grip pad. The top of the returned battery cap was observed to be worn; a test battery cap, which was able to secure to the suspect pump case per the instructions for use (IFU), was used during the analysis. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under-responsive. In addition, it was reported that the keypad cover was observed to be missing/peeling prior to the change in button responsiveness. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.